Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The complaint pump and data logs were not returned for investigation. The cause of the placement signal issue was not determined since product and data logs were not returned.

Event description:
The complainant reported the use of a 5.0 pump to support a patient. During support, the pump experienced unreliable placement signals. Pump position was confirmed via echocardiography, and no patient harm was reported.